Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with 2+ diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The patient did not have any complaints. An oral steroid was prescribed and topical steroid dosage was increased. Additional information received reported dlk has resolved.